Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that during the procedure the tip released fragments. The fragments were removed with the clamp tweezer. No patient injury was reported. Back-up device was used to complete the surgery.